Event description:
Voluntary medwatch received states the right ventricular (rv) lead exhibited under sensing. No additional information regarding intervention or patient symptoms were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155433.